Event description:
A customer contacted baxter regarding assistance to end therapy. The home patient (hp) stated they ended therapy but started over with the same supplies and now was concerned they would not have enough solution to complete therapy. The technical service representative (tsr) explained the sterile procedure to the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the home patient (hp) regarding the reported use error issue, the hp stated that she has been made aware of proper procedures. The hp has been continuing therapy with no further issues at this time. The writer advised the hp to contact a nurse if she had more questions regarding the proper procedures and not to reuse supplies.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product was confirmed, because reuse of supplies is a use error that can cause contamination; however, no root cause could be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.